Event description:
It was reported that approximately 27 months post-implant of a bifurcated device, an infrarenal aortic extension and a limb extension, an endoleak was identified at the main body of the bifurcated device. Reportedly, a computed tomography scan identified an endoleak apparently in the first segment of the bifurcated device. The physician chose to reline the device with an additional bifurcated device, infrarenal aortic extension and limb extension to resolve the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Procedural CT images were provided for clinical assessment and were reviewed by an internal medical director. Based on the review of the images by a clinical representative, the reported endoleak was confirmed. The CT image that was reviewed does not show a hole or a tear. The endoleak is at the bifurcation most likely due to angulation. Over a period of time, the device lost apposition with the remodeled aorta resulting in an endoleak. There is no structural problem or defects in the endologix device observed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.